Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal (ip) injection of vancotroy 2 grams stat and ip gentamicin 20 milligrams, given once daily for a duration of twenty-one days for the event of peritonitis. At the time of this report the patient was recovered from this peritonitis event and "doing well". The action taken with dianeal therapy was not reported. No additional information is available.